Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed; however the exact cause could not be determined. The implicated and returned products were two 4 fr groshong catheters. The first catheter measured 48.8 cm in length measured from the silicone oversleeve. A green liquid was observed in the distal end of the catheter. Depth markers from 5 to 48 were apparent on the catheter surface. Blood residue was apparent on the proximal portion on the catheter and on the silicone oversleeve. Functional testing of the first catheter showed the catheter was patent to infusion and capable of aspiration. No functional deficiency could be discovered on the first catheter. The second of the catheters showed two depth markers on the catheter, and the segment measured 1.2 cm measured from the distal end of the silicone oversleeve. The distal groshong valve was not present. Microscopic examination of the second catheter showed the distal end of the catheter is granular. No striation markings could be observed on the distal end of the catheter. Beaching appeared present on the surface of the catheter. The texture of the surface appears irregular. Tensile weakness could not be determined from the segment of catheter returned. The exact cause of the failure could not be determined. Tensile break, or fatigue failure may have contributed to the damage observed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by nurse that a (B)(6) female patient of their oncology department, with acute lymphoblastic leukemia, had a bard 4f three way valve PICC catheter inserted through the right basilic vein on (B)(6) 2016. The catheter was 48 cm inserted and 6 cm exposed. On the second day, the nursing personnel found that 4 cm of catheter was broken off at the 50 cm mark. The removed tube was about 0.5cm long. On (B)(6), the tube was removed.